Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/26/2015- litigation papers received. Litigation alleges loosening, limited mobility, elevated metal ion levels, physical injuries, severe tissue damage, blood poisoning, infection, disfigurement, and pain. There is no new additional information that would affect the investigation. The complaint was updated on: 02/04/2015.

Event description:
Asr revision reported via the sales rep, asr xl, left, asr removal--stem stayed. Asr head and cup removed due to increased ion levels according to surgeon.